Event description:
It was reported that the customer hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 460 mg/dl. The customer's mother stated that the customer was sick as well, which she thinks may have contributed to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.